Event description:
Event: expired device used. Event description: a patient underwent ultrasound renal denervation procedure on (B)(6) 2025 using a paradise catheter that had expired on (B)(6) 2025. The paradise catheter was inspected prior to use and the packaging and seal was intact. The procedure was completed successfully, and no procedural complications or patient injury/harm was reported for the procedure.